Manufacturer narrative:
Since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter. On (B)(6) 2022, when the nurse performed venous indwelling needle puncture for the patient, she found foreign matter attached to the tip of the venous indwelling needle in a sticky shape, and immediately replaced the venous indwelling needle.